Manufacturer narrative:
This is one event (cardiovascular) of two events for the same pt involving two separate products; associated mdrs #1225714-2014-03135, 03136, and 03137.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010 and subsequently expired on (B)(6) 2010, after the use of the product.